Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device they found that the pca is burnt , iso port, inlet/outlet seal, blower box, blower and blower outlet seal are contaminated, pollen filter needs replacement due to preventive maintenance passed test for decontamination, evaluation, packaging. Device is returned unrepaired. Reportable since device issue/event has or may have caused or contributed to a death.